Event description:
The manufacturer received information alleging that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "screen will not turn on". This device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "screen will not turn on". This device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should, and the complaint was not confirmed. There were no significant errors in the error log. The device passed all testing.